Event description:
Boston scientific received information that a latitude red alert was detected from this system due to right ventricular (rv) pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming a revision procedure was performed and the competitive lead was found to be the cause of the clinical observations. This lead was removed from service and replaced. Normal function of the boston scientific device was confirmed. It was noted that the patient experienced a possible drug reaction during the first scheduled procedure to re-implant the boston scientific device on the patient's right side. No action was taken at that time and one week later, the device was re-implanted on the right side without complication. No other adverse events were reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The boston scientific sales representative stated that defibrillation therapy was programmed off until a revision procedure can be performed due to a suspected fracture of the competitive lead. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
--